Event description:
The manufacturer received information alleging a patient experienced an explosion while using an everflo device. The device settings during the event were reported to are unknown. During the event, the patient's beard caught fire, and his nose, ears, and face were burned. The patient has not received medical intervention. The patient applied zinc ointment, and wounds are festering. Patient is also having trouble seeing and hearing. The everflo device has not yet been returned for evaluation. Additional information has been requested.